Event description:
It was reported that, when tightening the screw "parts at the tip of the screwdriver crumbled off. Another device was used to complete the surgery. "

Manufacturer narrative:
Investigation pending. No additional information available at this time.